Event description:
Additional review indicated that the information regarding the extension issue and subsequent replacement is part of the event reported in MFR. Report #3004209178-2013-11426 and is not part of this event.

Event description:
The patient¿s physician requested longevity calculations to estimate the implantable neurostimulator(ins) battery life. The stimulation settings were c+ 0- 3-, 3.6v, 180's pulse width, 185 hz, and 0.32 ma current use. The longevity was estimated at 7.20 months to elective replacement indicator (eri) and 10.2 months to end of service (eos). The hcp stated that patient¿s previous system lasted longer. Longevity calculations with the patient¿s previous model showed 16 months to eos and the hcp stated the system lasted for two years. The doctor stated that this would incur more risk to the patient both financially and medically due to more frequent implants. It was later reported that the patient¿s implantable neurostimulator (ins) was depleted. It was considered normal battery depletion, but the patient expressed dissatisfaction with the battery longevity. It was also noted the ins showed low impedances which indicated possible fluid ingress. The patient¿s hcp reported, he decreased the stimulation amplitude from 3.9 v to 3.6 v and decreased the frequency from 230 hz to 185 hz. The doctor reported that the impedance dropped from 442 ohm to 415 ohms that day. It was also noted that prior to adjusting stimulation, the current use was 9.1 ma and after adjusting it decreased to 8.327 ma. Battery longevity calculations indicated the ins would reach eos at 10.2 months with impedances at 415 ohms. At 484 ohms impedance, eos was calculated at 12.5 months. And at 1000 ohms impedance, eos was calculated at 20.6 months. Additional information indicated the depleted ins was the patient¿s right-side ins. Replacement was scheduled for 2013 (B)(6). The hcp noted the patient¿s right stimulator battery level was 2.58v. Telemetry data from 2013 (B)(6) showed the impedance on the right ins was measured at 442 ohms. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37602 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator product ID: 3387-40 lot# v001236, implanted: 2006 (B)(6), product type lead product ID: 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 3387-40 lot# v000623, implanted: 2005 (B)(6), product type lead product ID: 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).

Event description:
It was further reported that the right extension was successfully replaced on 2013-(B)(6). Therapy impedance was 1702 ohms. The voltage was lowered to 2.7v as she couldn't tolerate the previous setting of 3.5v. It was noted that the patient was feeling good therapy while in the post anesthesia care unit.

Event description:
It was further reported during the replacement on (B)(6) 2013, it was noted that a portion of the extension insulation was missing approximately 1 cm below the 2 prong connector. Therapy impedance remained in the 400 ohms range. Three days later, the physician attempted to reprogram using different contacts and raised the impedance to 763, but the patient did not have therapeutic benefit. A second surgery was planned to replace the extension on (B)(6) 2013.

Manufacturer narrative:
(B)(4).